Event description:
The field service engineer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord strain relief was replaced. The system was tested and found to be working as intended and put back into service.